Manufacturer narrative:
Bayer case number: (B)(4). Removal, and removal of uterus [medical device removal], memory loss [memory loss], stutter [stutter]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal, and removal of uterus"), amnesia ("memory loss") and dysphemia ("stutter") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2014, she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced amnesia (seriousness criterion hospitalisation) and dysphemia (seriousness criterion hospitalisation). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the amnesia and dysphemia had not resolved. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to amnesia or dysphemia. The reporter commented: summary: around 200,000 women in france were given the essure contraceptive implant between 2002 and 2017, causing disabling side effects. This weekend, some victims met in to share their experiences. The association helps victims like whose implants have caused serious health problems and the removal of their uterus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2024: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Removal, and removal of uterus [medical device removal] memory loss [memory loss] stutter [stutter]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removal, and removal of uterus"), amnesia ("memory loss") and dysphemia ("stutter") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced amnesia (seriousness criterion hospitalisation) and dysphemia (seriousness criterion hospitalisation) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2024 at the time of the report, the amnesia and dysphemia had not resolved. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to amnesia or dysphemia. The reporter commented: summary: around (B)(4) women in france were given the essure contraceptive implant between 2002 and 2017, causing disabling side effects. This weekend, some victims met in to share their experiences. The association helps victims like whose implants have caused serious health problems and the removal of their uterus. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.